Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During device preparation for an atrial flutter procedure, the image on the system was unable to be observed on the remote monitor and the procedure was cancelled. Troubleshooting was attempted and the connections were verified with no resolution so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: the computer was powered on and successfully booted to the application menu. A test unit remote monitor was connected and displayed as intended. Tactile movement at the connector confirmed the connection was firm and caused no intermittent connection on the remote monitor. Review of the system logs identified no anomalies and the field reported event was not reproducible as the remote monitor maintained display of the system display. Further inspection verified a successful memory and hard disk diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information available, the cause of the reported display issue and subsequent procedure cancellation could not be determined.